Event description:
It was reported that during an unknown procedure, product was applied in the usual way but this time only half of the staples were formed while the other half rectal was cut without stapling. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.